Event description:
The customer initially reported that the device blade was stuck. There was no pt injury. No further info was made available by the site. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was not damaged but the webbing was bent. More frequent cleaning during the procedure could have helped the function of the device. IFU for this device states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Confirm that the jaws are in the closed position prior to activating the cutter and grasp less than 2mm of tissue.